Event description:
A healthcare professional reported during intraocular lens (iol) implant procedure, the speed of the lens is increased. There are no problems with insertion and implant of iol, although the speed increased slightly when the trailing haptic was ejected. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9.,h.3., h.6. And h.11. The product was returned for analysis, and the reported complaint could not be confirmed. The device was received loose in the product carton. The plunger is fully advanced outside the tip of the nozzle. No intraocular lens (iol) received. The lever is moving freely. The device is taken apart for further testing. No damage was observed to the internal parts of the device; the device was reactivated and the plunger advanced with no issues. Video returned showing cataract surgery. The company nozzle enters the wound. It is observed that the ophthalmic viscosurgical device (ovd) is not filled to the nozzle tip, as the iol is advanced, the ovd can be seen moving forward from prior to the depth guard. The trailing haptic appears to be misfolded between the nozzle and the side of the plunger. The plunger appears to slow slightly; this is likely due to the misfolded haptic. As the plunger advances forward the trailing haptic is observed to be misfolded in the nozzle tip. As the trailing haptic is expelled from the nozzle tip, the plunger moves forward faster as the misfolded haptic is no longer impeding advancement. The trailing haptic is observed to be crimped when first delivered. As the iol unfolds in the eye the crimped observation dissipates. No root cause identified for the reported complaint "during the procedure, the speed of the lens is increased. No damage was observed to the internal parts of the device; the device was reactivated and the plunger advanced with no issues. Based on our observations of the returned video, it is observed that the ovd is not filled to the nozzle tip, as the iol is advanced. The trailing haptic appears to be misfolded between the nozzle and the side of the plunger. The plunger appears to slow slightly; this is likely due to the misfolded haptic. As the plunger advances forward the trailing haptic is observed to be misfolded in the nozzle tip. As the trailing haptic is expelled from the nozzle tip, the plunger moves forward faster as the misfolded haptic is no longer impeding advancement. Misfolding of the haptic event can occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly. If the operating room temperature is too high (greater than 23 degrees centigrade / 73 degrees fahrenheit) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).